Event description:
The pt was implanted with a ve lvad in 01/2001, after being diagnosed with ischemic cardiomyopathy with end stage heart failure. The inflow cannula was affixed to the apical sewing ring with the non-absorbable suture supplied with the device as well as a single sterile gun-band tie. Five days later the pt reported to be extubated and was planning to get up to a chair and walk around their room. However, the pt had pseudomonas growing in their sputum and had been diagnosed with pancreatitis. The following day, the pt was having some respiratory problems and by late that night the pt had become confused, agitated and attempted to climb out of bed. The following day, the pt had a small amount of dark bloddy drainage from their median sternotomy, was unresponsive to stimuli and was in atrial fibrillation. The pt was intubated and the flowrate from the lvad was noted as 1.3lpm. The pt was thought to be in cardiac tamponade and was taken to surgery for thoracic exploration. During exploration the lvad inflow cannula was found to be slightly dislodged from the apical sewing ring which required reinsertion of the inflow cannula and two add'l clamps to secure the inflow cannula in the apical sweing ring. During or following the second operation the pt suffered a cardiovascular accident. The pt died 2 days later.